Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On july 21, 2025, the user informed senseonics that the system was displaying results different from glucometer measurements. Based on the initial escalation analysis, an RMA was authorized for the return of both the sensor and transmitter for further investigation due to system performance deviation. The sensor was received. Upon inspection, a small portion of the hydrogel was found missing over the optical area of the sensor, likely damaged during removal due to excessive force applied by the removal clamps; this finding is unrelated to the user's complaint. Due to the missing hydrogel, the sensor functionality testing was inconclusive. In-house testing of the returned transmitter showed no malfunction. The in-vivo data indicated that quality flags were raised due to missed reads. The potential root cause of this issue may be related to an internal electronic component of the sensor; however, this could not be reproduced during in-house testing. As part of the resolution, the user was offered replacements for both the sensor and transmitter. B4.date of this report 19 oct 2025. G3.date received by the manufacturer? 19 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4315.